Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels displayed as ¿high¿ and "low" (a specific value was not provided), nausea, vomiting, frequent urination, thirst, weakness, dizziness, and was "shaky"; cause was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.